Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed or fluid observed leaking out at the plunger end of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter stated that the patient woke with a blood glucose of 23 mmol/l with nausea, vomiting, and positive ketones. The reporter stated that the diabetes educator was contacted and advised to have the patient correct using a syringe. The patient reportedly gave corrections via the pump and blood glucose levels decreased to 15.2 mmol/l and ketones resolved. The reporter stated that there was a smell of insulin coming from the cartridge luer connection. The reporter confirmed that there was no visible damage to the luer connection and the luer lock was tight. This report is made based on the allegation that the patient experienced hyperglycemia associated with the use of a leaking cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.